Manufacturer narrative:
The rotablator catheter unit and the related rotawire were returned. The rotawire was inserted in the catheter device. The distal guide wire was stuck within the coil. The guide wire could not be removed from the burr. Microscopic examination of the burr identified a damaged annulus. There were no scratches that exposed brass on the plated back half of the burr. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR.: 2134265-2011-00666. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and vessel perforation occurred. Vascular access was obtained through the right femoral artery. The 90% stenosed lesion was located in a non tortuous and severely calcified left circumflex (cx) artery. The lesion was successfully ablated twice, with a 2.0mm rotalink burr. Then, the 1.5mm rotalink burr was advanced to the left anterior descending (lad) artery. The rotational speed of the burr was 200,000rpms and during the first attempt to ablate, the rotawire guide wire fractured approximately 7cm proximal to the distal end. The burr 'dislocated and moved into the cx', perforating the vessel. The burr was retracted and removed from the patient. Resuscitation was performed on the patient. The guide wire was left in the patient and the patient went to surgery. During surgery the guide wire was removed and pericardiocentesis was performed. The patient expired 24 days after the procedure due to hypoxic cerebral damage.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR.: 2134265-2011-00666. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and vessel perforation occurred. Vascular access was obtained through the right femoral artery. The 90% stenosed lesion was located in a non tortuous and severely calcified left circumflex (cx) artery. The lesion was successfully ablated twice, with a 2.0mm rotalink burr. Then, the 1.5mm rotalink burr was advanced to the left anterior descending (lad) artery. The rotational speed of the burr was 200,000rpms and during the first attempt to ablate, the rotawire guide wire fractured approximately 7cm proximal to the distal end. The burr "dislocated and moved into the cx", perforating the vessel. The burr was retracted and removed from the patient. Resuscitation was performed on the patient. The guide wire was left in the patient and the patient went to surgery. During surgery, the guide wire was removed and pericardiocentesis was performed. The patient expired 24 days after the procedure due to hypoxic cerebral damage.